Event description:
It was reported that the fluid warming device was leaking. There was no additional information available.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device cracked tank cover and corroded drain fitting. After visual inspection, the technician filled the tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device leaked water from the tank cover. The overtightening the tank cover screw caused the tank cover to crack and leak. The customer issue was duplicated. The root cause of the report issue was determined to be the overtightening of the tank cover screw by the customer and design issue related to tank cover of the device supplied by the supplier. The supplier corrective action request (scar) for supplier to review the design requirements of the cover.